Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14124. It was reported the pt as not receiving effective stimulation. An sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and showed the lead had migrated. The pt underwent revision surgery on (B)(6) 2012. It was noted the anchor was probably cut in half by the sutures. The physician repositioned the lead and replaced the anchor with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Results: the complaint was confirmed. As received, the anchor had damage at one of the suture holes. The silicone around the suture hole was torn. However, no damage was observed on the peek material. Visual inspection revealed that the anchor was likely modified at the distal end. The locking mechanism was tested and it functioned as designed. The damaged anchor was confirmed through confirmation testing, therefore no checklist was initiated per (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.